Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During this evaluation, the returned aiming arms, qty2, blade guide sleeves, qty 2, buttress-compression nuts, qty 2, insertion handles, qty, 2, helical blade coupling screws, qty 2, and helical blade inserters, qty 2, from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the function and alignment of the returned devices. The mating known good parts included a short trochanteric fixation nail part (B)(4), lot 6700338, cannulated connecting screw part (B)(4), lot 6606047, 100mm helical blade part (B)(4), and ball hex screwdriver part (B)(4), lot 4936924. The constructs assembled and the helical blade aligned with the tfn hole on each attempt in each combination made with the returned devices. The complaint condition of the returned devices not aligning could not be replicated during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
It was reported on (B)(6) 2013, that during a tfn procedure the surgeon experienced difficulty finding alignment for helical blade insertion. After 8 to 10 attempts and several part interchanges, the surgeon was able to implant the helical blade without resistance. Procedure was completed to the surgeon satisfaction with an additional 20 minutes added to the procedure. It was also reported that the surgeon technique was not an issue and had performed several (100) tfn procedures. This report is for a helical blade inserter. This is 9 of 12 parts for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A device history report has been requested.